Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient not completing pd therapy on the liberty select cycler and hospitalization for missed treatments. However, it is not known why the patient missed the treatments as no additional information was provided. There is no allegation of a machine malfunction or deficiency reported for this event. Based on available information the reason for missed pd treatment and hospitalization is unknown.

Event description:
On (B)(6) 2018 a hospital registered nurse (rn) contacted technical support. The rn inquired how to resume treatment as this patient received a power fail recovery message while transporting to a different room in the hospital. Technical support advised the rn on how to proceed. Follow up information was obtained through the patient¿s peritoneal dialysis nurse (pdrn) on (B)(6) 2018. The pdrn reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized (B)(6) 2018 for missed pd treatments (no symptoms documented). It is unknown why the treatments were missed. The patient was discharged (B)(6) 2018. Hospital course is unknown. The patient has resumed ccpd therapy at home on the liberty select cycler. The pdrn did not provide any further information in relation to the patient¿s hospitalization.

Manufacturer narrative:
Hospitalization changed to yes, required intervention changed to yes.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.